Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4)2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that approximately 1 month ago pt developed a rash under both border and mass and has also had persistent leaking at 9 o'clock. She reports that the skin under both mass and border is red shiny moist and painful. Pt outcome was not reported.